Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft was broken. A 4.00mm x15mm flextome® cutting balloon® was selected for use. Upon unpacking, it was noted that flextome was broken in two pieces. The device did not enter the patient's body. No patient complications occurred.

Event description:
It was reported that shaft was broken. A 4.00mm x15mm flextome® cutting balloon® was selected for use. Upon unpacking, it was noted that flextome was broken in two pieces. The device did not enter the patient's body. No patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device returned for analysis. The device was received in two separate sections for analysis. One section consisted of hub/manifold, hypotube and shaft. The other section consisted of shaft, balloon, blades, tip and markerbands. A visual and tactile examination identified a complete break in the midshaft of the device, 1085mm distal to the strain relief at the site of the guidewire exit port. The inner core wire was noted to be still attached to the proximal section of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. The balloon was returned with the blue balloon protector in place over the balloon material. The investigator removed the balloon protector and a performed a visual and microscopic examination on the balloon. No damage or any issues were noted with the balloon material. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple severe kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).